Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, this 19 mm amplatzer septal occluder (aso) was implanted without complications. The asd had good rims and the implantation was guided by tee. Per report, the aso showed good position and no signs of leak. A push-pull test was performed and the aso remained in good position. The day after the procedure, during the post-procedure tte, it was noted that the aso had wide movements. The device remained in place but was not fixed to the septum. An attempt to snare the aso resulted in embolization to the left ventricle (lv). The patient went to surgery for removal of the aso and asd closure without complications. The patient was reported to be recovering. Per report, the physician does not relate the embolization with any device problem.